Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of "capsular contracture, baker grade IV" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV" and "seroma-late.

Event description:
Healthcare professional reported left side "lobulated contours", "periprosthetic folds" "capsular contracture baker grade IV" "periprosthetic fluid" and "pain". Device has been explanted.